Event description:
The patient presented to the clinic due to shortness of breath. Upon investigation, noise that resulted in over-sensing and pacing inhibition was detected on the right ventricular (rv) lead. The suspected cause of the event is due to insulation damage, although not confirmed. Diagnostic imaging was performed and revealed no abnormalities. The rv lead was deactivated and replaced, although the system is anticipated to be explanted. The patient is stable.